Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture and high capture thresholds. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture and high capture thresholds. This lv lead remains in service. No adverse patient effects were reported. Additional information was received and this lv was explanted. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than blood or body fluid in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture and high capture thresholds. This lv lead remains in service. No adverse patient effects were reported. Additional information was received and this lv was explanted. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture and high capture thresholds. This lv lead remains in service. No adverse patient effects were reported. Additional information was received and this lv was explanted. No additional adverse patient effects were reported. This product has returned for analysis.